Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Additional information was received that the rv lead was fractured.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed increased pacing impedance measurements greater than 2,000 ohms. Additionally, increased pacing threshold measurements were observed. During a device replacement procedure, the device was explanted and the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.